Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator did not show the oxygen (o2) value and was not calibrating. It is unknown if there was any patient connected to the device at the time of the event.